Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that patient information had not transferred after the patient was moved from another unit. A technical support specialist (tss) verified that the problem arose because the patient's admission time was incorrectly set to a future date, which resulted in the patient being unavailable on the device. The customer was notified that it was a result of human error, and the tss subsequently closed the case as no callback was received from the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es patient information did not transfer after being moved from another unit. The customer stated that this malfunction occurred while dispensing medication to patients. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es patient information did not transfer after being moved from another unit. The customer stated that this malfunction occurred while dispensing medication to patients. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section g report source removed health professional.